Event description:
Customer reported that the device was used on a pt during a liver transplant. At the end of the case, clinician removed drapes from pt and noted the blood pressure cuff was allegedly still inflated and was not actively cycling. Pt's arm was noted to allegedly edematous and there was possible neuro and vascular compromise. Customer did not check the trends of previous blood pressure readings. The device has been used in 2-3 subsequent cases with no further reported problem.